Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a low battery alert and when he changed the battery, the pump still did not work. Customer stated that the pump screen was blank and the pump won't turn back on. Customer stated that the battery did last more than 1 week. Troubleshooting was performed and the customer was advised that he would be shipped a new battery cap and to revert to a back-up plan if the display does not return after inserting a new battery.